Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 245-600 mg/dl. Infusion set was changed and a bolus was delivered to address bg. As occlusions occurred in the past, tandem technical support was unable to determine a possible cause of the occlusions.